Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, that their receiver's screen will not clear or respond to buttons. There was no report of injury or medical intervention. No additional event or patient information is available.